Manufacturer narrative:
The insulin pump had a constant a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion and prime/a33 tests due to a35 alarm. Unable to verify e70 alarm or motor error in alarm history screen due to a35 alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error and motor position encoder error message on the insulin pump. Customer advised they were in the hospital and were taken in for an MRI without the insulin pump. Customer advised the hospital staff took the insulin pump off of the customer before the MRI and ever since then the device is not working properly. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.